Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The following was reported: "surgeon was using a power tool to remove the bone pins from the patient at the end of the case. As he was taking out one of the pins, only half came out. With further inspection he realised that the other half was still in the patient, in the bone. Surgeon opened up the smaller incision and managed to pull out the broken piece using forceps. The stryker mako rep that was present said he was going to report it to stryker and ask if it had happened with that product before.".

Event description:
The following was reported: "surgeon was using a power tool to remove the bone pins from the patient at the end of the case. As he was taking out one of the pins, only half came out. With further inspection he realised that the other half was still in the patient, in the bone. Surgeon opened up the smaller incision and managed to pull out the broken piece using forceps. The stryker mako rep that was present said he was going to report it to stryker and ask if it had happened with that product before."

Manufacturer narrative:
An event regarding crack/fracture involving a mako bone pins was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review can not be completed since the lot/sn is incorrect. -complaint history review: a complaint history review can not be completed since the lot/sn is incorrect. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.